Event description:
The customer reported that the intellivue mx430 patient monitor unit was hung and there was no waveform. The device was not in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. A philips remote service engineer (rse) interviewed the customer to evaluate the device. The (rse) confirmed the alleged malfunction. After mainboard replacement, the device was returned to functional use with no further issues identified. The device remains at the customer site. No further investigation or action is warranted at this time.